Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the communication issue was not determined, the surgery for removal/replacement was planned, however the date of surgery was not provided.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that patient asked what to do with the patient programmer after implant is removed. Two call recordings. Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. The reason for call was to report that about 4-5 years ago patient turned therapy down and off. Patient said that has had about six bladder stretch procedures and the hcp also cauterized all the sores in bladder and then the bladder pain was gone. Patient said that about a month ago (before christmas) all of a sudden, felt stimulation turn on and said that it shocked the patient for an hour, said that it was cycling on/off. Patient said that it occurred again 4-5 days later. Patient said that this occurred after the bladder stretch procedure. Patient said attempted to connect to implant the next day however wasn't successful. Patient said that they no longer need the implant and would like to have system removed and asked for physician's contact info rmation. Patient attempted to connect to implant using the 3037 icon patient programmer ( however when pressed the sync button said that received a screen that says interstim icon (B)(4) and then back to sync screen. Reviewed recommendation to replace batteries however patient said didn't have any at this time. Patient to consider purchasing new batteries and trying to connect again to check the status. Patient said that the bladder pain is coming back and is scheduled to have the bladder removed in march. Patient to follow up with physician that performed the bladder stretches and surgeon.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.